Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had been having difficulties for the past year with charging the implant as they only got 2-4 coupling bars. The patient met with the manufacturer¿s representative (rep) who attempted to charge with a drape and wireless recharger, and it wouldn¿t connect. The patient had not discussed the coupling concerns with the healthcare provider (hcp) yet. A replacement antenna was sent to see if it resolved the issue. The consumer also mentioned the cord on the desktop charger was damaged. An appointment was scheduled with the hcp for (B)(6) 2021. Additional information was received from the consumer reporting that they received the replacement antenna but they are still only getting 4 coupling bars. They were redirected the hcp to discuss the poor coupling.